Event description:
The surgeon attempted to implant a cc4204bf plate collamer lens, +22.0 diopter, expiration date 06/30/2006. The plunger overrode the lens causing the lens not to be implanted. No pt injury. The facility felt that the injector malfunctioned. The iol injection cartridge, model and lot # unk.